Event description:
It was reported that the patient had numbness going down her left leg since implant 2 days earlier. The numbness was painful and was around her ankle as well. The patient¿s pump was implanted on the left side. The patient had spoken to her hcp (healthcare provider) and her hcp seemed to think that it was not a big deal. The pump still had saline in it; it was not filled with morphine at implant. It was later reported that no meds were put in the pump at implant. The patient had mild paresthesia in her left leg; there were no motor symptoms. X-ray imaging of the catheter tip was done. The patient¿s symptoms were improving. The pump was filled and the patient was being monitored regularly. Additional information reported the patient still had concerns with their device or therapy and had an appointment scheduled for april 2014 or sooner. It was later reported that the patient¿s right foot was worse. The patient had been to the doctor twice and he checked the pump and stated that everything seemed to be working fine. There was nothing out of place that would cause the patient¿s symptoms and had no idea why it would happen. The patient saw her healthcare provider (hcp) on the day prior to this report because the hcp wanted to see where the numbness or swelling was and didn¿t feel it was time for an MRI or x-ray. It was also reported that the patient wasn¿t feeling as ¿perky¿ as should have been. After the patient¿s first refill, she experienced vomiting because the medication was too high. They turned it down because it was causing a ¿reaction¿ with the patient¿s heartburn. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).